Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument passed the recognition, engagement, and three clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly, and no sticky issue was observed. There were no issues with bipolar cord, the clips attaching to the instrument, or clamping. The instrument was fully functional. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was sticking during the case. The procedure was completed with no reported injury.